Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device & delivery system (wds) was implanted on (B)(6) 2023. The patient had a routine transesophageal echocardiography (tee) post watchman flx implant to check the device, and imaging revealed a sizeable device related thrombus on the closure device. The patient was ordered to switch from dual antiplatelet therapy (dapt) to anticoagulation medication (eliquis) plus aspirin regimen. There were no patient complications.